Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer had no additional information regarding these past occlusions.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.